Event description:
Customer reported that the device powered off while being used ona pt. The pt was not revived. Rptr did not think that device use contributed to pt outcome since pt had an asystole rhythm. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control's clinical review of the reported event determined that the device use did not contribute to pt outcome. The pt was asystolic and that defibrillation was not indicated. The device had a low battery warning 40:38 minutes into therapy before powering off at 42:23. The user powered the device back on and the device immediately gave a low battery warning. The device was used for an additional 6:21 mins prior to shutting down, the power off was most likely due to normal battery depletion. Physio-control evaluated the device and found no device failure. Proper device operation was confirmed through functional and performance testing before the device was returned to the customer for use.